Manufacturer narrative:
Product analysis- the nod of the set screw is worn from the rod rubbing against it. Microscopic review reveals heavy witness marks on one side of the mas saddle from the rod moving inside the mas screw head. On the opposite side of the saddle the machine lines can still be seen with little to no witness marks. This indicates that the rod was angulated in the head of the mas screw head and could have allowed the rod to come out of the mas head with the set screw still in place. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior spinal fusion (psf), lateral due to kyphosis, spondylosis, radiculopathy, stenosis. Post-op, the set screw pulled away from rod. No malfunction was noted for the rod. The constructs were explanted in a revision surgery.

Manufacturer narrative:
X-ray review- multiple post-op x-rays from posterior spinal instrumentation (levels unknown, unable to visualize upper level in provided images) show progressive slip of one of the rods out of the screw. This happened by the 3 month post-op image before fusion would be expected to have occurred. If information is provided in the future, a supplemental report will be issued.